Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that her husband touched something and decreased stimulation to 1.1 and the patient then increased stimulation back to 2.7 where she originally had stimulation set, but then had to decrease to 2.6 because it was " vibrating bad and hurt" the patient. Later in the call the patient said that "it shocked [her]." The patient was advised to keep stimulation at a comfortable level and that the patient can leave stimulation at the current setting to see if her symptoms improve, but if the pain does not improve the patient should follow-up with her healthcare provider (hcp). Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.